Event description:
5/30/2019 - noted by ambulatory provider that port-a-cath is nonfunctional with leakage and needs to be replaced. Patient had successful removal and replacement of port-a-cath 6 days later in interventional radiology. Mediport was initially placed in august of last year. Port contrast study performed, showing perforated right chest wall port catheter approximately 9 months later. Port exchanged, catheter has hole in it, saved to specimen cup and labeled with patient's name. The port-a-cath is being sent to our purchasing department and will be retained by our facility.